Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes and additional MFR narrative. Three opened trocar assemblies were received in a biohazard bag for evaluation. The returned samples were visually inspected . Samples were received with a lot of oil on the septums. After removing some of the oil, one sample was conforming and two samples were non-conforming with opened valves. The conforming sample was then leak tested and was found conforming. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The visual examination of the returned samples identified an open valve condition. The evaluation of the samples could not determine the cause for the valve condition. The exact root cause for this complaint is unknown. An investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery. The product was replaced and the procedure was completed. Additional information was requested however, the reporter informed that there is no additional information available. A product sample was requested for evaluation.